Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and pump stops while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2020 at 05:55am through (B)(6) 2020 at 08:40am. The pump speed did not drop below t6e low speed limit from the beginning of the file until (B)(6) 2020 at 07:22:22 am. From this time through 07:25:25 am, the pump appeared to be struggling to maintain the set speed. Multiple low speed events and pump stops were captured. These events were associated with low speed hazard and low flow hazard alarms. All low speed events and pump stops appeared to occur while the patient was supported by the power module. The center reported that the patient reported to the emergency department with shortness of breath. The patient was admitted and went up to the floor. The patient¿s nurse reported low flow alarms in the morning. The patient was switched to batteries and the issue reportedly resolved. Interrogation revealed pump stoppages. It was later reported that the patient was stable, being maintained with an ungrounded patient cable at home until an external driveline repair could be completed post-pandemic. No date was reported for a possible driveline repair. No product has been exchanged at this time. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU and hmii lvas patient handbook address all system controller alarms (including low flow hazard, low speed hazard, and pump off alarms) and how to respond to such events. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with symptoms of shortness of breath. The patient started experiencing low flow alarms and so the patient was switched to battery operation and the issue resolved. Upon interrogation, pump stoppages were revealed. Upon the last status update for the patient, it was reported the patient was resting comfortably on an ungrounded cable and no adverse events have occurred. A log file analysis was requested. Upon log file review, the data showed 31 pump stops and 41 low speed hazards. Speed drops were as low as 0 rpms. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the vad was connected to the power module. In order to prevent further interruption in support, technical services recommended keeping the vad connected to battery power until further investigation could be completed. The x-rays submitted did not show any area of concern. The vad center requested two ungrounded cables be shipped to them for the patient. An update reported that the patient's status is stable and the patient is being maintained with an ungrounded cable at home until an external driveline repair can be completed post pandemic. There was no equipment exchange and so no equipment will be returning for evaluation.